Manufacturer narrative:
H4: the lot was manufactured from april 07, 2020 - april 08, 2020. H10: the actual device was received for evaluation. Visual inspection on the device revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to an untightened blue winged luer cap. The cap thread was not exposed and no white mark was observed inside the cap. The ruptured bladder was not found as the bladder was completely intact. Functional testing was performed by filling the device. After fill and prime, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified during functional testing. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured prior to patient use. There was no patient involvement. No additional information is available.